Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: lot number. D10: device returned. E1: reportes state: (B)(6). H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H3, h4, h6: a review of the device history record has been requested. H11: d4: updated lot number provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual inspection showed that the locking screw inside the end cap is not in the original position ¿ it is too deep inside. Apart from that the implant shows heavy signs of use, such as scratches on the sleeve and at the end cap. During the investigation the locking screw was screwed back into position with a standard hex-wrench and afterwards the blade could be locked and unlocked ¿ but it was also noted, that the end cap is slightly rotated in the sleeve. Hence, the proper functioning of the blade is no more ensured. The returned pfna blade was examined and the complaint condition was able to be confirmed. The investigation has shown that the locking screw is too deep inside the end cap of the blade and therefore the blade could not be locked. During the investigation the locking screw was screwed back into position with a standard hex-wrench and afterwards the blade could be locked and unlocked but it was also noted, that the end cap is slightly rotated in the sleeve. Hence, the proper functioning of the blade is no more ensured. The review of the device history record revealed that this implant was manufactured in october 2018. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted; visual and functional checked were performed per 100% after the assembly of the component parts. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 04.027.032s lot: 1l85269 manufacturing site: (B)(4) release to warehouse date: 18. Oct. 2018 expiry date: 01. Oct. 2028 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is synthes sales representative. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an unknown procedure, a proximal femoral nail antirotation (pfna) blade could not be locked. Thus, a new pfna blade was used. It is unknown if there was surgical delay. The procedure and patient status are unknown. Concomitant devices reported: unknown nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) pfna blade perf l85 tan. This is report 1 of 1 for (B)(4).